Manufacturer narrative:
Product event summary: the device was returned and analyzed with no anomalies found.

Event description:
It was reported that one day post implant, the right ventricular lead dislodged and was not capturing. During the revision procedure, the device set screw would not screw back down on the lead pin. Due to the set screw issue, the physician decided to upgrade the device and it was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.